Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient experienced axillary pocket bleeding post-procedure, which required transfusion. The bleeding has since resolved. The attending physician attributed the cause to supratherapeutic anticoagulation levels in combination with an argatroban infusion administered during the case.

Manufacturer narrative:
Ip codes added: death. Ip codes removed: none. Clinical assessment: a 66-year-old male with acute myocardial infarction complicated by cardiogenic shock and underlying cardiomyopathy required mechanical circulatory support for hemodynamic stabilization. An impella cp was successfully placed; however, the patient showed renal failure requiring crrt. After multidisciplinary evaluation, hrpci was selected over CABG. Ongoing instability following transfer to a tertiary center necessitated escalation to impella 5.5 for enhanced circulatory support. The course was complicated by axillary pocket bleeding attributed to supratherapeutic anticoagulation, requiring transfusion, and a non-impella-related groin pseudoaneurysm that delayed pci. Hrpci was planned in early december but no information about the procedure or outcome available. According to the limited information available the patient ultimately expired following withdrawal of care later in the month. The impella 5.5 will be coded for major bleed, blood tranfsusion and conservatively for vascular injury and death. The patient experienced axillary pocket bleeding following impella 5.5 placement, which required transfusion of packed red blood cells, platelets, and fresh frozen plasma. The major bleeding event is assessed as possibly related to impella 5.5 use due to the need for large-bore axillary access but more likely related to patient clinical factors and anticoagulation therapy. This event is consistent with known risks of mechanical circulatory support and anticoagulation in critically ill cardiogenic shock patients. The patient developed a left groin pseudoaneurysm, which resulted in postponement of planned high-risk pci. The pseudoaneurysm occurred at a site is noted to be not related to impella access and therefore only conservatively coded together. The patient expired later in the hospitalization following withdrawal of care. No specific procedural complication or device-related issue was documented at the time of death. The death is assessed as not directly related to impella 5.5 device. The device was used as intended to provide circulatory support in a critically ill patient with a high expected mortality risk. The death is most consistent with the natural progression of underlying disease and critical illness, rather than a device-related adverse event.